Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular and femoral components were revised. The components were implanted in situ for 5.3 y. Ucla activity scores were not available for this patient."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 540-11-54f, lot # 2518601, description: trident psl ha solid back 54mm. Cat # 6098-0735, lot # 68623502, description: omnifit eon cs 132 nk size 7 stem 35 mm 132 neck. Cat # 06-3205, lot # 68153501, description: c-taper cocr lfit head 32mm/+5. Cat # 6191-1-001, lot # rci152, description: simplex p full dose 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. More specific information is not available from the research center.